Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
During a follow up call, the customer reported that their insulin pump had a blank display. The customer loosened the battery cap and tightened it back and the device started working. The customer also reported having problems with the sensor; whenever they insert a sensor the insulin pump alerts calibration error. After an hour, the customer tried to enter a blood glucose value, but the alarm persists. The customer's blood glucose was unknown. Nothing further was reported.